Event description:
It was reported that stent fracture occurred. The patient presented with st elevation myocardial infarction and was being treated with percutaneous coronary intervention (pci) of a target lesion was located in the left anterior descending (lad) artery. Following pre-dilation of the minor calcification with a semi-compliant balloon, a 28 x 3.00 promus elite drug-eluting stent was deployed. During post-dilation with a non-compliant balloon, the stent fractured. The procedure was completed with a different device. There were no patient complications reported and the patient was noted to be stable post-procedure.